Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Serial number: unknown/ not provided. Expiration date: unknown as product serial number was not provided. UDI number: unknown as product serial number was not provided. Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's post operative refraction in the right eye was sph -0.13, cylinder 0.75. The right eye's distance vision is reported to be bad. But no intervention was performed. The patient's post operative refraction in the left eye was sph -0.5, cylinder 0.5. The left eye's distance vision is reported to be bad and the patient underwent a yag (yttrium aluminum garnet). No additional information was provided.